Event description:
Pt revised to address lag screw backout.

Manufacturer narrative:
Examination was not possible, as the prod was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info marked on the device experience report is marked that the prods are not suspected of failing to meet specs. Provided info states the surgeon explanted a 105 mm atn lag screw and revised to a 100 mm atn lag screw.